Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - estimated date. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported as a general comment that entrapment with a perclose closure device requiring intervention happens "basically every day". No additional information was provided.